Event description:
It was reported that the fluorostar 7600 system products uncommanded x-rays during a case. The 7600 system had to be rebooted then would not boot up and had error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The foot-switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.